Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2015, while at home, the patient called the vad coordinator to report that her pocket controller ((B)(4)) led screen read "battery low." The vad coordinator attempted to instruct the patient to exchange the batteries, but the patient spoke spanish and was unable to comprehend the vad coordinator's instructions due to the language barrier. Per the vad coordinator, "the patient's caregiver proceeded to exchange the pocket controller [instead of the batteries] against her recommendation, and was unable to reconnect the driveline to the back-up system controller ((B)(4)). The patient passed out and the caregiver became nervous and did not make a second attempt to reconnect the driveline to the pocket controller." The caregiver reportedly spoke spanish and english. The vad coordinator immediately called emergency medical services. When ems arrived on-site, they found the patient "down and unresponsive". They successfully connected the patient's driveline to the back-up pocket controller. The patient was transported via life-flight to the hospital and was admitted to the ICU and a cooling protocol was initiated. The patient subsequently expired on (B)(6) 2015. The log file confirmed the reported low battery advisory followed by a driveline disconnect event. The driveline was not reconnected to the primary pocket controller. A second log file from the backup pocket controller shows the driveline connected and the pump operating at the set speed. The vad coordinator reported that the patient was very proficient in power changes; she had demonstrated that ability numerous times while in the clinic. The caregiver was also proficient with care of the lvad, lvad equipment, power changes and controller changes.

Event description:
Additional information was received from the (B)(6) registry stating: patient was found unresponsive at home. Ems was called and upon arrival discovered that lvad driveline was not properly connected. Connection was re-established upon interrogation of the lvad, it was found to have been disconnected for 40 minutes. Placed on hypothermia protocol for a total of 24 hours. CT of the head revealed appearance consistent with anoxic brain injury. Discussion was made with family and staff and withdrawal of support was requested by the family. Expired on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 5 months (calculated from the date of manufacture.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The attached user facility medwatch report # (B)(4) was received from the (B)(6) registry. Device evaluation (B)(4): the data log file was successfully retrieved from the returned system controller, serial number (B)(4), and contained approximately 1 day of events, from (B)(6) to (B)(6) 2015, where numerous low flow hazard alarms were recorded associated with flow estimation values below 2.5 lpm. The system controller was functionally tested using laboratory equipment and was found to function as intended. A full functional test was performed and the system controller passed all test steps. All audio and visual signals were verified during the test. During analysis, the system controller was connected to different test pumps without difficulty. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. (B)(4): the reported event of a low battery alarm was confirmed based on the information recorded in the log file. The data log file retrieved from the returned system controller, serial number (B)(4), contained approximately 34 days of events, from (B)(6) to (B)(6) 2015, where normal system operation was recorded. The data recorded on (B)(6) at 02:19 pm revealed that a low battery advisory alarm became active. The associated voltage levels indicated that the system controller was connected to 14v li-ion batteries and one of the batteries was discharged to the level for activating a low voltage advisory alarm. The information recorded 7 minutes later (at 02:26 pm) indicated that the driveline was disconnected. The system controller was functionally tested using laboratory equipment and was found to function as intended. A full functional test was performed and the system controller passed all test steps. All audio and visual signals were verified during the test. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. A review of the device history records revealed the devices met applicable specifications. The returned 14v battery clips and 14v batteries were investigated and no problems were found. No further information was provided. The manufacturer is closing the file on this event.